Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to poor vision post-operatively (op). A non-johnson & johnson lens was implanted as a replacement. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6)2017-(B)(6)2019. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow up, it was learned that the date the visual issue was first observed was on 7/14/2017. There was no vitrectomy, incision enlargement, or sutures required when the iol was explanted. The patient is doing well post-operatively. The non-johnson & johnson lens was successfully implanted. The explanted iol has been discarded. The patient's date of birth, gender, weight, and race were provided. No other information was provided. The following sections have been updated accordingly: section a2: date of birth: (B)(6) 1949. Section a3: gender: female. Section a4: patient weight:132 pounds. Section a5: race: white. Section b3: date of event: (B)(6) 2017. Section d4: catalog number: zxt300i215. Section d4: serial number: (B)(6). Section d4: expiration date: jan 5, 2022. Section d4: UDI number: (B)(4). Section h4: device manufacture date: jan 5, 2017. Section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was discovered that this event has been previously reported under manufacturer report number 9614546-2019-01027 using a previous complaint handling system. However, any additional reportable information received will be submitted under this report number 3012236936-2023-01419. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.